Manufacturer narrative:
Additional information was provided in b.3. And b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the procedure was completed on the same day successfully without any harm to the patient and it was noticed during loading. In the surgeon's opinion, the haptic had a laceration due to not loading correctly. According to surgeon the prognosis of the patient was good.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the haptic had a laceration as it did not load correctly. There was no patient contact.